Event description:
The customer reported the battery fails to charge in the device but other batteries charge in the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.